Event description:
In 2001, a tyco healthcare employee received info reporting an issue with an npb-295 pulse oximeter and an n25 oxi sensor ii. The customer alleged that the monitor didn't alarm during the night, and the pt subsequently expired. Add'l info received indicates that the pt was under care of a family member at home and had been released from the hospital a few days earlier. The pt was being treated with oxygen nasally. The pt was in bed with family members at time of incident. One family member stated that they lowered the alarm volume down to the one setting.